Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that a female patient presented with a high intraocular pressure in both eyes after undergoing a glaucoma stent implant surgery in both eyes. The patient had stopped the topical steroid drops. This file for the patient's left eye. This is one of two manufacturing reports for this facility. Additional information has been requested.